Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient's lifevest was reportedly digging into his skin and causing an irritation. There was no alleged device malfunction. The patient's doctor prescribed a medication for the rash, the patient was also allowed to take the lifevest off while he was in the hospital to let his skin heal. The outcome of the irritation is unknown. There is no indication of a serious injury.